Event description:
It was reported that the strike plate broke during impaction. No pieces fell into surgical site. S&n backup used. No delay to procedure, no injury to patient. Device will be returned.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off of the device at the weld joint. All pieces were returned. The ratcheting mechanism was also seized. The device was manufactured in 2014 and exhibits signs of extensive wear/usage. This failure was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.